Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) observed that it was impossible to turn on the system with the button of the desk, the fse decided to replace the io relay board. Cause of the I/o relay board failure was not determined by the supplier's part analysis, however replacing the io relay board has resolved the issue. The system returned to use in good working order. The codes were updated based on the investigation outcome.